Manufacturer narrative:
The suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center found the image to be green and traced it back to a defective r-unit. Thus, this incident was attributed to component failure. In addition, the light transmission of the device was found to be out of specification. This was traced back to a damaged outer tube. Also, the light-guide fiber composite at the distal end was found to be damaged by external force (impact, shock, accidental dropping). Furthermore, the serial number on the ring at the cable unit could not be identified, and the video plug was damaged. These failures were all attributed to use error. However, they are not directly related to the green image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during an unspecified procedure, the video telescope reportedly displayed a dark image. The intended procedure was completed successfully without delay and there was no report about an adverse event or patient injury. During the inspection at olympus the video telescope displayed a green image.